Manufacturer narrative:
Investigation is not complete. This report will be amended when the investigation is complete. This is the same event as 3003379990-2006-00069.

Event description:
Allegedly substitution of a ceramic head diam 28 short neck and of ceramic insert (anca-fit) because of breakage of the ceramic head.